Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd pump produced error code 45985. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed no damage. The investigation found that the pump was alarming the reported error code in red screen display. The investigation determined that an inoperable microprocessor board was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.